Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check , the cs300 intra-aortic balloon pump (iabp) unit is giving low battery message , power supply is suspected to be defective. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The battery was not charging properly so the power supply of the iabp is suspected to be defective and it needs to be replaced. The fse replaced the power supply to resolve the issue. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during routine check , the cs300 intra-aortic balloon pump (iabp) unit is giving low battery message. There was no patient involvement.